Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault. The device hardware was not detecting the loss of battery energy and with this the battery status indicators were not reflecting the depletion and is inaccurate. The device is malfunctioning, and device replacement is recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault. The device hardware was not detecting the loss of battery energy and with this the battery status indicators were not reflecting the depletion and is inaccurate. The device is malfunctioning, and device replacement is recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault. The device hardware was not detecting the loss of battery energy and with this the battery status indicators were not reflecting the depletion and is inaccurate. The device is malfunctioning, and device replacement is recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block d6b explant date. This supplemental report was created to capture correction.